Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that stitching inside of the loops became loose and failed during use. No injuries have been reported by the customer. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop stitching inside loop failed). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. During our investigation, we were no able to find a deficiency with the lift (minstrel). No equipment functionality issues were indicated. The sling was found with loop stitching inside loop failed and was found to not have been to specification. In this case we can determine that the minstrel and the sling which work as a system were found to have not been to specification when the event took place. Test carried out during the development of the sling, and in current production on every sling manufactured, would indicate the stitching of the loops meets the MFR specification. A proper inspection of the sling should have detected the failure of the sling, when both attachments points of the red loop were broken. The sling showing signs of unstitching, should be withdrawn and replaced. From the information received no fault have been discovered before pre-use check of the sling. From the information received the sling was being used with the patient when the failure of the stitching inside loop was found. Out tests reports confirm that the sling is not likely to fail during the intended, correct use as described in the instructions for use . Therefore, we find it likely that the stitching inside the loop broke due to an excessive amount of force outside of intended use. This constitutes a use error. We find this complaint to be reportable to the competent authorities.